Manufacturer narrative:
The report of an area of the patient¿s percutaneous lead that had outer jacket thinning can be confirmed by the submitted photo. The photo revealed the reported area of thinning near the terminus of the distal end bend relief. The log file from the reported event was submitted which captured the device operating as expected at the set speed of 9200 rpms. No unusual events were noted in the log file. Technical services recommended that tape should be used to make the area sturdy and the patient remains ongoing on vad support. No product available for investigation. The heartmate ii lvas patient handbook, contains information on ¿caring for the percutaneous lead.¿

Manufacturer narrative:
Approximate age of device - 5 years 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that during a routine visit, the patient reported a "thinned" silicone at the distal end near the connection to the system controller. There were no tears in silicone and device interrogation revealed no alarms in history. The patient was asymptomatic. The manufacturers technical services representative reviewed the submitted log file and picture. The log file contained no abnormal alarms or events and no other unusual events were observed. The customer was advised that the thinning of the silicon could be made more sturdy with some rescue tape if needed.